Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the pt rec'd a tm glenoid on (B)(6) 2011. On (B)(6 )2013, the pt was revised with another device due to breakage of the implant.